Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv threshold. The svc (superior vena cava) coil of this rv lead remains in use and a new single coil rv lead was implanted for the pace/sense and rv coil. No patient complications have been reported as a result of this event.